Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a colorectal procedure, the jaws of the device were difficult to open. The device had been used to resect omentum, and would not re-open after application to tissue. The device was removed from the surgical field and a new device used to continue the procedure. No patient injury occurred or medical intervention was required.

Manufacturer narrative:
One lf5544 was received for evaluation. The visual inspection found the knife was trapped and contained within the jaws. The jaws would not open or close due to the trapped knife. The customer reported that the device jaws would not re-open and remains closed in the return. The reported condition was confirmed. The knife is trapped and contained within the jaws. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. The tissue in the webbing may have prevented the knife from retracting far enough to allow the jaws to open. More frequent cleaning could have also reduced the difficulty activating the knife. The investigation identified the root cause of the reported event to be knife trap due to user error. The IFU cautions confirm that the jaws have reached the closed position and are locked (the handle is latched) before activating the cutter. If information is provided in the future, a supplemental report will be issued.